Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated the infusion device showed there was insulin in the cartridge, but the cartridge was empty. The infusion device did not provide an error or alert message. No adverse event reported. Return of the suspect device was requested for evaluation.